Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure there was a dissection to the descending thoracic aorta. The vessel dissection was confirmed on fluoroscopy and repaired with 28x6mm stent graft. The stent graft was delivered without incident and the patient remained stable through-out. The 22fr sheath was removed and right femoral artery was closed. The focal dissection was attributed to flexing the retroflex 3 delivery system completely in the descending aorta too early. Per report during the case the 22fr sheath was places without incident. A 22x5 balloon was used during the balloon valvuloplasty (bav) also without incident and followed by introduction of the 23mm retroflex 3 delivery system and the valve. The valve was positioned and deployed in normal fashion. The rf3 device was removed and the valve was assessed and determined to be in optimal position with trial aortic regurgitation. When the sheath was being removed with the crossover technique, a dissection was discovered under transthoracic echocardiogram (tte).

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for device insertion with regards to proper screening critical to reducing vascular complications. In this case procedural consideration may have caused or contributed to the event. Per report, the delivery system was flexed in the descending aorta too early causing the vessel dissection. There was no report of a device malfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.